Event description:
The patient underwent the successful coil embolization of a ruptured right posterior communicating aneurysm. At routine follow-up twelve months post procedure, angiography revealed the worsening occlusion of the aneurysm. Fifteen months post procedure the patient underwent a second procedure to treat the reoccurrence of the aneurysm during which two non boston scientific coils and a stent were placed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Unknown as the upn and batch numbers were not disclosed. Other for no allegation of product malfunction or non conformance contributing to the reported event. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.